Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device was explanted and replaced. It was also reported that the right atrial lead had increased impedance and thresholds after the last generator change. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. However, the proximal conductor was distorted, the distal conductor was stretched, and all conductors had blood/body fluid (not obstructed). The outer insulation had a breached cut, white substance, cosmetic depression, and was pulled apart (overstress). The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Visual analysis revealed apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. However, the proximal conductor was distorted, the distal conductor was stretched, and all conductors had blood/body fluid (not obstructed). The outer insulation had a breached cut, white substance, cosmetic depression, and was pulled apart (overstress). The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Visual analysis revealed apparent explant damage.